Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01067-2. The returned device did pass the rpm test. The control bar was flush with the master blade. Calibration was in limits when set to all readings. The device had scratches. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined as there was no problem found. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during surgery the dermatomes were not taking skin graft and not fully cutting. There was unknown patient impact and surgical complication. Due diligence is in process. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) . Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01067. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It is reported that during surgery the dermatomes were taking a thicker skin graft than was intended. There was an unknown delay in procedure. No additional skin graft was required from the patient, and an additional device was used to complete the procedure. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-01067-1. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h6, h10. Once the investigation is complete, a follow up/final report will be submitted.